Event description:
Malfunctioning left radial artery to cephalic av fistula. Taken to operating room (B)(6) 2019 for lue diagnostic fistulogram with peripheral venous angioplasty. Reported during procedure tip of micropuncture wire broke off and was able to be removed without making incision; reported the tip was sticking out of the skin and was just able to pick it out. No harm or additional healthcare.